Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the keyboard. The ventilator passed extended self-testing.

Event description:
The customer reported, during patient use, the presence of an error code for an unresponsive key. No harm to the patient reported.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to normal wear. If information is provided in the future, a supplemental report will be issued.